Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). Same case as 2134265-2009-05921 and 2134265-2009-05987. The patient was enrolled in (B)(6) 2005. The target lesion was a type I located in the right coronary artery (rca). The lesion length was 20mm and the reference vessel diameter was 5mm with 95% stenosis as measured by nascet. Thrombus, dissection, pseudo aneurysm or ulceration was not present. The target vessel was non-tortuous with 1+ calcium present. A carotid wallstent over the wire device with a diameter of 9mm and length of 30mm was successfully placed at the intended site. A filterwire ex was used successfully for cerebral protection during the procedure. An ultrasoft balloon dilation catheter was used during pta. Symmetry was listed as other device. Heart rhythm stimulant and atropine 1 was administered during the procedure. Peri-operative events documented hypotension, which was resolved without residual effects. Residual stenosis was estimated at 0.29%. Post-procedure the subject was asymptomatic with no complication < 24hrs after the procedure. Residual stenosis percentage was not documented. One month follow up visit in (B)(6) 2005 and six month follow up visit in (B)(6) 2005 the patient was asymptomatic and the stent was patent with 15% residual stenosis. Twelve month follow up visit in (B)(6) 2006, the patient was asymptomatic and the stent was 10% residual stenosis. There were no reported complications at any visits.